Manufacturer narrative:
Siemens has completed the investigation. A review of the data logs found the system to be performing as intended. There were no ph sensor related events recorded during or around the time of the event. The sensor exhibited stable calibration slopes and the recovery to aqc samples was within specifications. The sensor raw response signals did not find any anomalous behavior for the sample in question. The instrument appears to have reported results for the sample as presented. This review did not find any evidence for system or sensor specific root cause for the event. The escalated sample result appears to be sample specific as the instrument was reporting satisfactory results for other samples in and around the time of the escalated sample. The instrument is currently available and operational.

Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Investigation will commence once information has been received. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant high ph result on their rp500 instrument compared to testing of a different sample on another rp500. There is no report of injury due to this event.